Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient was undergoing treatment of an abdominal aortic aneurysm measuring 75mm with gore® excluder® aaa endoprostheses. On (B)(6) 2015 the aneurysm measured 78mm. On (B)(6) 2016 the patient underwent coil embolization of a lumbar artery to treat the type ii endoleak. On (B)(6) 2016 the aneurysm measured 64mm by ultrasound. On (B)(6) 2016 the aneurysm measured 69mm by ultrasound.

Manufacturer narrative:
Date of event updated.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient was undergoing treatment of an abdominal aortic aneurysm measuring 75mm with gore® excluder® aaa endoprostheses. On (B)(6) 2015 the aneurysm measured 78mm. On (B)(6) 2016 the patient underwent coil embolization of a lumbar artery to treat the type ii endoleak. On (B)(6) 2016 the patient underwent percutaneous type ii endoleak repair. On (B)(6) 2016 the aneurysm measured 64mm by ultrasound. On (B)(6) 2016 the aneurysm measured 69mm by ultrasound.